Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, silicone migration, capsular fibrosis, granuloma, rupture and silicone migration.

Event description:
Patient's representative reported left side pain, rupture, the silicone was leaking, the lymph nodes are enlarged and a ¿small siliconoma in a left axillary lymph node¿ via MRI. Capsule fibrosis is also suspected. Patient also suffers from severe chest pain which limits her freedom of movement and thus has a significant impact on everyday life, ¿sleep disorders¿ and "suffers from anxiety". The device remains implanted.